Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, component, investigation conclusions), h10. The getinge field service engineer(fse) evaluated the device for the discovered issue. The fse replaced the batteries and completed a full pm. All tests passed to factory specifications. The fse returned to the customer and released for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's batteries failed to meet runtime spec. There was no patient involvement.